Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (batch no. C26940) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lumbar pain"), musculoskeletal pain ("intense buttock pain"), headache ("headaches"), pain in extremity ("legs pain") and arthralgia ("joint pain all over the body / knee pain"). The patient was treated with surgery (essure removal, hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain, musculoskeletal pain, headache, pain in extremity and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, back pain, headache, musculoskeletal pain and pain in extremity with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): abdominal pain: (B)(4) cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (batch no. C26940) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lumbar pain"), musculoskeletal pain ("intense buttock pain"), headache ("headaches"), pain in extremity ("legs pain") and arthralgia ("joint pain all over the body / knee pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain, musculoskeletal pain, headache, pain in extremity and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, back pain, headache, musculoskeletal pain and pain in extremity with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain - the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.